Event description:
It was reported that after a percutaneous transluminal coronary angioplasty (ptca), an angio-seal was used for closing the puncture site. Good hemostasis was achieved. Eleven days later, the patient had groin pain and returned to the hospital. A pseudoaneurysm was discovered. The pseudoaneurysm was closed with d-stat. After the procedure, the patient's condition was reported as good.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.